Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple of the same altitude alarms occurred. Reportedly, the pump was outside the labeled altitude operating range; however, alarm was unable to be cleared. The customer declined troubleshooting with cts because her pump does not turn on anymore; has not been in use for over a year. The pump has given a lot of high-altitude alerts and the healthcare provider took the customer off and put her onto manual injections over a year ago the customer's blood glucose was not provided. Reportedly, the customer reverted to manualin injections for insulin therapy.